Event description:
It was reported that a chemo therapy 3 lead set leaked. The leak was noted at one of the leads of the set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection did not reveal any issues. The returned used unit was gravity tested and revealed that there was a leak at the level of the junction tube and protector and spike. The cause of the reported condition was attributed to the method; traces of the solvent on the tubing showed an uneven distribution of solvent applied at this junction which can be explained by bonding application failure. The issue was communicated to involved personnel to ensure awareness. Actions to be taken will be to follow extra precautions to be set during the manual assembly aiming to increase the in-process testing to better detect such similar non-conformance, also a refreshment on the bonding application training is going to be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.